Event description:
Additional information was provided that a revision was performed. During the procedure, the pace/sense portion of this lead was surgically capped and replaced.

Event description:
Boston scientific crm received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded a 7 second pause in pacing, with reported patient syncope. The patient was admitted to the hospital. Technical services (ts) was asked to review the electrograms (egm). Ts reviewed and noted the patient had atrial fibrillation (af) with pacing. They noted this defibrillation leads right ventricular (rv) rate/sense and shock egms were flat, with slightly more noise on the rv channel than the shock channel. Ts discussed possible myopotential oversensing or high voltage lead reversal. It was noted that the rv lead measurements looked good and stable. The plan was to schedule a procedure for invasive investigation.

Manufacturer narrative:
The shocking portion of this lead remains in service.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.